Manufacturer narrative:
Investigation summary bd received 1 photo for investigation, which shows a tube with the hemogard closure off, but no issues were identified with the tube or the hemogard closure. A total of 100 retained samples were visually inspected, all with the hemogard closure assembly correctly assembled and placed on the tubes, and no issues were found. Additionally, 10 retained samples underwent functional tests, with all weights being within specification limits. No issues with the hemogard closure assembly being loose or separating during or after testing were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the stopper crept out causing a leak in one (1) tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the stopper crept out causing a leak in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.